Event description:
It was reported that the vacuum seal was lost in the inner sterile package of the product. There was no reported harm or injury to a patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product identified damage to the sterile packaging (pouch). The vacuum within the pouch has dissipated. No evidence of sterile packaging breaches were found that would explain the loss of the vacuum seal. Sterility has not been compromised. Reported event has been confirmed. The device history record was reviewed and no discrepancies relevant to the reported event were found. The likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event for vacuum seal loss can be attributed to transit damage. The root cause of the reported event for damaged pouch can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.